Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that one of the arms was saying "recoverable fault". The system logs showed errors 32100 occurred against arm 2. The customer performed a hard reboot / emergency power off (epo) of the patient side cart (psc), with no change. The customer was not able to recover the fault. The customer elected to disable the arm and proceed using arms 1,3, and 4. There were no reports of patient injury. Intuitive followed up with the customer and was advised that there is no additional information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 32100 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where fault check test was found to be failing on axes controller motor (acm) board. Once testing was completed, the acm board was aba tested and was verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to electrical issues from a faulty acm board located on usm. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.